Event description:
It was reported that the patients chronic pain had returned. An x-ray was taken which confirmed that the spacer had migrated. The physician mentioned that the l4 spinous process seemed to be curving over the top of the spacer in a downward angle. The reason for migration is unknown. The patient underwent an explant procedure and was doing fine post-operatively.

Manufacturer narrative:
The device was returned for laboratory analysis. Visual inspection revealed damage to the implant body. This damage was sufficient to preclude the functional testing as the implant failed to engage with the inserter. The allegation that the device was explanted due to migration was confirmed. The damage was likely cause by a surgical tool such as pliers, during the explant procedure.

Event description:
It was reported that the patients chronic pain had returned. An x-ray was taken which confirmed that the spacer had migrated. The physician mentioned that the l4 spinous process seemed to be curving over the top of the spacer in a downward angle. The reason for migration is unknown. The patient underwent an explant procedure and was doing fine post-operatively.

Manufacturer narrative:
Box h6 3191 no code available was used as there is no equivalent FDA code for surgical intervention. The device was returned for laboratory analysis. Visual inspection revealed damage to the implant body. This damage was sufficient to preclude the functional testing as the implant failed to engage with the inserter. The allegation that the device was explanted due to migration was confirmed. The damage was likely cause by a surgical tool such as pliers, during the explant procedure.

Event description:
It was reported that the patients chronic pain had returned. An x-ray was taken which confirmed that the spacer had migrated. The physician mentioned that the l4 spinous process seemed to be curving over the top of the spacer in a downward angle. The reason for migration is unknown. The patient underwent an explant procedure and was doing fine post-operatively.